Event description:
A customer reported generating low quality control results for hepatitis b surface antigen. The investigation determined that a malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of pt harm as a result of this event.